Event description:
Per the clinic, the patient was hospitalized overnight (specific date not reported) due to pain at the incision site which was treated with antibiotics (specific type, date and duration not reported). The implanted device remains.additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The device was explanted on (B)(6) 2025.